Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no product or photo was returned by the customer. The customer complaint of tubing broke off inside the purple lumen could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2420-0007 because the lot number is unknown. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set experienced component separation. The following information was provided by the initial reporter: "extension tubing broke off inside purple lumen clave."